Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the device fixing force was weak. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the therapy involved was micro endoscopic discectomy (med).

Manufacturer narrative:
E1: initial reporter details are unknown. G2: country of origin - japan. H3: product analysis - product:955-525, item:10,lot no:unknown during the incoming inspection, it was observed that the handle was stuck, the bearing was deteriorated, and the joint was worn. The handle screw was stuck to the cable tip screw. As a result, it could not be disassembled and repairs required the cable to be cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.